Event description:
The customer stated that her meter was reading lower than usual. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.